Manufacturer narrative:
On 10/30/2018, the mentor failure analysis lab has received the device for evaluation. On 2/22/20219, upon receipt by mentor, the device contained gel with clear appearance. White material was observed within the device. White material and gel were observed on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease on the left edge of the posterior view. A rent was discovered within the crease measuring 3.5 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the white material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: surgery prolonged, surgical intervention this report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. (B)(4).

Event description:
It was reported that mentor memorygel breast implant 350cc ruptured half way into the patient during an implantation procedure on a (B)(6)-year-old hispanic female patient. This resulted in an hour procedural delay in an attempt to locate a replacement implant. There was no device available, and the patient was rescheduled for an additional procedure to finish implantation. This report contains supplemental information for mentor psr reference number (B)(4).

Manufacturer narrative:
On 10/8/2019, during evaluation of the sample a crease was observed on the posterior view. Within crease a tear was discovered measuring 3.5 cm. No other anomalies were found. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel -filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).